Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2015 an arkon anesthesia machine was not ventilating a pediatric patient properly during a case. No one was injured as a result of this event.